Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center scope detection is not working (error code e226). The issue occurred during a general routine check by the customer. There was no procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the visual inspection and functional test performed on the returned device, the device did meet the standard specification. Based on the results of the investigation, it is likely a faulty flat cable caused the e226 error to occur. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.